Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and a device replacement was recommended. Additional information was received that the patient refused to have any procedures performed at this time and is back in the nursing home on hospice care. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and a device replacement was recommended. Additional information was received that the patient refused to have any procedures performed at this time and is back in the nursing home on hospice care. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and a device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.